Event description:
On the day of discharge from the hospital after having a lead/extension revision (see manufacturer's report # 3004209178200904377), the patient was feeling painful overstimulation in his right arm. The patient was suppose to feel the stimulation in his neck. An x-ray determined the lead had migrated; a revision was planned (it was unclear if it had been completed as of the date of this report). The patient outcome was reported as "no injury".